Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure (ercp), a guide wire tip detachment occurred. The physician pre-loaded an ultratome xl of unk size onto the 0.025 jag 450cm guide wire and inserted the devices through the channel of the duodenoscope. Upon exiting the duodenoscope's channel, the physician noted that the black tip of the guide wire had detached and remained in the duodenum. No attempt was made to retrieve the detached guide wire tip. The remainder of the guide wire was removed and the procedure was completed with another of the same device. The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.